Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis (also reported as abdominal inflammation). The cause of the event was not reported. On an unknown date in the same month as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with intraperitoneal cephalosporin (dose, frequency, and duration not reported) for bacterial peritonitis. Approximately ten days from the receipt of this report, the catheter was removed and the patient was switched to hemodialysis. On an unreported date (also reported as after twenty three days of hospitalization) the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.